Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
All buttons functioned properly. No button error alarms noted during testing. However, moisture damage was noted on keypad traces during visual inspection. The insulin pump was monitoring. No frozen display noted during testing. Moisture damage was noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 48 mg/dl at the time of incident. The customer stated that the insulin pump got exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.